Event description:
The customer reported to baxter (B)(4) of a clearlink minivolume ext set in which "blood is left in the access port after flushing." The event was reported to have occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. The sample arrived contaminated with blood. Visual inspection was performed and no defects were observed. Functional testing was performed. The sample was connected to a solution container. The sample's slide clamp was closed and then opened. An additional set was connected and the slide clamp was opened to proceed with the priming process. A clear passage test at 8 psi and a pressure test at 8 psi were also performed to the unit. All functional test results were satisfactory. The reported condition was not confirmed. The root cause was not determined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A labeling review was performed, finding the labeling accessible and available to the user, and accurate and sufficient for the use of this product.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.